Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml baclofen at a dose of 96 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that there was a non-functioning system and exploration was done with no cerebrospinal fluid (csf) flow noted. The entire system was removed and an entire new system was implanted on (B)(6) 2016. The catheter was replaced due to no csf flow and the pump was also replaced at the time. It was unknown if there were any external, environmental, or patient factors. It was unknown if there were diagnostics/troubleshooting performed. The issue was resolved and the patient status was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.